Manufacturer narrative:
E1: facility name "infusystem inc. ((B)(6) hospital)". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the high-pressure alarm had been beeping during the patient's infusion. Per reporter, there had been a delay in the patient¿s treatment, approximately 1.5 hours, while the patient traveled back to the clinic and the pump had been traded out for a backup. Continuous infusion rate of 5 cc/hr, with a reservoir volume of 240 ml and 5.7 ml given. The air detector had been off, and the upstream sensor had been on. The length of the infusion had been 48 hours, with a lock level of 2. The tubing was primed manually. Additional information noted that the patient had a port, and the facility believed the child had been messing with the closed system transfer device (cstd) connection, causing it to become disconnected and slip out when the family arrived at the hospital. No patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.